Event description:
It is reported that an angiographic complication of thrombus occurred during the index procedure. The event was not assessed for relatedness with device.

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (myocardial infarction).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (thrombosis). Evaluation conclusions: inherent risk of procedure ¿ (thrombosis). (B)(4).

Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid rca and one endeavor sprint rx drug-eluting stent implanted to the proximal rca. The following day the patient suffered a mi. It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was unlikely related to the study device. Ref MFR# 9612164-2012-00089, 9612164-2012-00090.